Event description:
Customer reported an issue with a pump battery that would not charge, despite using a tandem charging cable and different wall outlets. There was no adverse impact to the customer's blood glucose level. Technical support (cts) determined that the pump needed to be replaced and instructed the customer to use multiple daily injections (mdi) as a backup for insulin delivery. Cts also confirmed the shipping address and provided instructions for returning the pump in storage mode using a prepaid label within ten days.